Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as switches being non-functional was confirmed. The e224 error was unable to be confirmed/reproduced but no image being displayed was found/confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty cable. The damaged/faulty cable can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during the middle of the therapeutic procedure and the patient was under anesthesia. There was no delay during the procedure, but the customer noticed the focus function and switch had problems. The intended procedure was completed with the same device. No other devices were replaced during the procedure.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had an error e224. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.